Manufacturer narrative:
Vyaire complaint number: (B)(4). The suspect device was returned and evaluation is anticipated, but not yet begun. Once a final investigation is complete, a follow-up report will be submitted.

Event description:
The customer reported constant low peep and low ve alarm on the vela comp d. The customer confirmed that there was no patient involvement that was associated with the reported event.